Manufacturer narrative:
As reported, the balloon of a 6f/7f mynxgrip vascular closure device (vcd) was not inflated. There was no reported patient injury. The device was returned for evaluation. A non-sterile mynxgrip vascular closure device 6f-7f was returned for investigation. Per visual analysis, the shuttle was engaged to the black handle with the stopcock open. The sealant and the advancer tube remained in the manufacturing position. The syringe was not connected to the device, and the procedural sheath was not returned. Per functional analysis, an inflation/deflation test was performed and revealed a leak in the balloon. Per microscopic analysis, visual inspection under high magnification revealed a longitudinal tear in the balloon approximately 2 mm from the balloon proximal neck. A product history record (phr) review of lot f2113201 revealed no anomalies or non-conformance's during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ was confirmed during the analysis of the returned devices. The cause of the loss of pressure was a tear in the balloon. With the limited information provided, the exact cause for the event could not conclusively be determined. This type of tear is typically observed when the balloon comes into contact with calcification and/or other procedural devices (such as a damaged procedural sheath, stent or vascular graft). According to the instructions for use (IFU) which is not intended as a mitigation of risk, it instructs users to inflate the balloon until the black marker on the inflation indicator is fully visible. Check for leaks in the balloon and the syringe connector; retighten if necessary. Discard the device if the balloon does not maintain pressure. Check for air bubbles in the balloon. If air bubbles are visible, deflate the balloon, draw vacuum to remove bubbles and re-inflate. The IFU also instructs the user to confirm via femoral arteriogram or venogram that there is no evidence of significant peripheral vascular disease in the vicinity of the puncture. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.

Event description:
As reported, the balloon of a 6f/7f mynxgrip vascular closure device (vcd) was not inflated. During fal analysis, visual inspection at high magnification revealed a longitudinal tear in the balloon of the returned device approximately 2 mm from the balloon proximal neck. There was no reported patient injury. The device will be returned for evaluation.